Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
A lawsuit alleges that the patient 'suffered physical and other injury, including, but not limited to, implantation of a now recalled device, increased medical monitoring and treatment, failure, fracture, inappropriate shocking, capping, and/or explantation, as a result of the recalled lead'. Further alleges patient has 'sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages' and 'suffered physical injuries and various manifestations of emotional distress'. Defective lead also alleged. Attorney later alleged that the patient experienced complications. Review of manufacturer's database revealed the patient had died.